Manufacturer narrative:
Follow-up # 1 - device evaluation.the lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch ping meter read inaccurately low. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2015 at 8:45am. The patient stated that she obtained a reading of "114 mg/dl" when tested with control solution, which was below the control solution range of "116-155 mg/dl". It is not known how the patient manages her diabetes. It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "dizzy and shaky" 5 minutes prior to the alleged inaccuracy; however she denied having received any treatment. At the time of troubleshooting, the csr noted that the test strips had not expired or been open for longer than the discard date, the control solution had not expired or been open for longer than the discard date, the test strip vial was not cracked or broken, the patient performed a walk-through control solution test and the result was not in range, the patient was using the correct testing technique and the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptom of "shaking", which does meet lifescan's criteria for a serious injury. Although the symptoms developed 5 minutes prior to the alleged inaccuracy, because the subject meter was out of range when tested with control solution, it is very likely that the subject meter was inaccurately low prior to the symptoms developing, therefore a serious injury cannot be ruled out.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.